Event description:
Pt underwent low back surgery. Device was attached to his lower extremities in the operating room, a second was attached in the recovery room and a third in the pt's hospital room. One of these devices malfunctioned with the result that pt is severely injured suffering from acute compartment syndrome.